Manufacturer narrative:
After battery installation device gave an unexpected white display with horizontal lines on display due to cracked / broken traces on lcd glass between the lcd controller and the lcd image area. Unable to perform displacement test, current measurements, and self test or verify missing segments/partial display due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a partial display. Customer stated that insulin pump was not drop or bumped and battery cap did not show any damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.